Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced a severe hypoglycemic event during a phone call, with inability to speak, and subsequently recovered to blood glucose levels in the 80s after oral glucose treatment; multiple recent hypoglycemic episodes were also reported while the patient was on the post-market surveillance list, and the care team sought to verify that this was not a pump issue. Symptoms included hypoglycemia with neuroglycopenic impairment. Outcomes included recovery without emergency care or hospitalization. Investigation included case review, patient interview, troubleshooting, and user education regarding meal announcements, insulin learning, dietary changes, activity, and use of the pause insulin feature. Investigation of this case revealed user-related factors including recent dietary changes to lower carbohydrate intake, inconsistent meal announcement selection, high physical activity, and comorbid conditions affecting glycemic variability, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with contributory use and physiological factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.